Event description:
Resident was transferred from wheelchair to the bed. Resident was resistive to transfer as usual. The aid noted that resident's leg was slightly under the bed frame. The aid lifted up resident's legs to get resident into bed to prevent them from slipping off the bed. Resident sustained a gash/laceration to the left calf, the cause of injury appeared to be due to a sharp edge on the corner of the hinge on the outer edge of the bed.